Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) indicated pressure error. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. As a result of diagnostics, no irregularities in the reading of pressure parameters were found. Functional tests were performed - ok. The pump is functional.